Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for abdominal pain. Blood cultures were taken on (B)(6) 2022 and came back positive for enterococcus faecalis. The patient was put on vancomycin and cefepime, reportedly with a likely de-escalation to ampicillin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported infection and heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The heartmate 3 lvas patient handbook, is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.